Event description:
The customer reported that after the patient was released from the hospital for a vaginal hysterectomy, she noticed a steam burn to her labia. The burn was described as being about the size of a half-dollar with white eschar. The burn was treated with silvadene ointment.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Most likely, an lf4200 device was used during this surgery. The IFU for this device states that during a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.